Manufacturer narrative:
The device was returned to olympus for evaluation where service discovered the reportable malfunction. Additionally, the customer's complaint was confirmed, the air/water cylinder was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing it was discovered that the right channel and pressure was too high. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: insufficient cleaning this report is being submitted for the malfunction found during evaluation (insufficient cleaning).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.